Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: local reaction, breast cysts. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with a mentor memorygel breast implant 350cc on the left breast implant and with mentor memorygel breast implant 325cc on the right breast implant and suffered from a left side rupture at the edge of patch that was discovered via imaging. The patient experienced breast cysts bilaterally and nipple discharge. As a result, the patient had undergone removal and replacement with non-mentor allergan brand breast implant on (B)(6) 2020. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 6550760 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).